Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box lot # 73g1600170 was manufactured on 07/11/2016 a total of (B)(4) pieces. Lot was released on 07/14/2016. DHR investigation did not show issues related to complaint. The customer returned one unit (B)(4) visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the packaging is severely malformed. However, the sterile barrier is still properly sealed. All staplers are 100% inspected at manufacturing. It is unlikely that this type of damage was present when the sample left the manufacturing facility. Therefore, the packaging appears to have been damaged during shipping/handling. The reported complaint of "inner packaging is dented" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is severely malformed. However, the sterile barrier is still properly sealed and the stapler does not appear to be damaged. All staplers are 100% inspected at manufacturing. It is unlikely that this type of damage was present when the sample left the manufacturing facility. Therefore, the packaging other remarks: appears to have been damaged during shipping/handling after it left control of teleflex.

Event description:
The inner packaging is dented. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The inner packaging is dented. There was no patient involvement.